Manufacturer narrative:
Livanova (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to confirm the reported issue during testing. However, as the issue may be intermittent, the motor end stage board was replaced as a precaution. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 mast roller pump displayed an error message during a procedure. There was no report of patient injury.

Manufacturer narrative:
The motor end stage board was returned to livanova (B)(4). The investigation of the board could not identify any deviation. The described error could not be reproduced and all tests were within the specification.